Event description:
3 event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was beeping and could not be interrogated. An invasive procedure was performed which revealed a black spot on the transvenous defibrillation lead, model 0074 sn 005121. The system was removed from service.